Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported downstream pressure is marginally high. Visual inspection found to be caused by a damaged downstream tubing guide which may output an out of specification pressure value from the force sensor. The tubing guide was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported alarm could not be set louder. Evaluation reproduced the symptom as a defective audio condition. Evaluation found the symptom to be caused by a failed rear case. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced downstream pressure is high and the alarm could not be set louder. There was no patient involvement. No additional information is available.